Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2025 and suture was used. During the surgery when doctor took the bite and tried to put a knot the suture broke. So surgeon tried another foil and completed the surgery. This incident lead to a delay of 15-20 min. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained via: - how long was the delay? Thera are 2 incident happened, in I incident nw9304 was broken due to which there was a delay of 15-20 min and in another incident there was a delay of 10-15 min in which the prolene was broken as per the information received. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? There was not any complication as per the information received. - was there any change in the patient¿s post-operative care due to the prolonged procedure? No. - were there patient consequences? If yes, please explain. No - it was reported that the event date is january 1st, 2025, and the alert date is (B)(6) 2025. Could you please provide a justification for the time variance in reporting this event? During my visit to this institution on (B)(6) 2025 when I came to know about the incidences, on an immediate basis within 24hours timeline I raised the complaint. Regarding the event date, I have not mentioned any such date (january 1st 2025) in my previous e-mail as it was not confirmed by the reporter. Kindly confirm the device return status. Both the defective suture material was discarded as per the hospital protocol to avoid infection/injury. Note: please mention the source through which the information is received (information received from dr, nurse etc.) During my visit on (B)(6) it was brought to my notice from (B)(6)(hopsital admin) and later on when I went in to ot was also shared by brother (B)(6) (ot nurse).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/29/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. . A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.